Event description:
It was reported that an occlusion alarm occurred multiple times. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin use. Cts transferred the caller for additional assistance due to the recurrence of the occlusion issue.